Event description:
It was reported during implant high impedance and threshold was observed. Also, it was impossible to go to the better end of the lead with a stylet. Once placed in right ventricular, all measurements were normal. This lead was not implanted.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field events of high impedance, high threshold, and stylet issue were confirmed in the laboratory. The device was tested and exhibited normal electrical characteristics. No anomaly was observed.